Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging loss of prime issues with a pump. The pt claimed that within the past 2 hours, the pump vibrated and showed the verify screen 4 times. Each time, the pt reportedly disconnected and went through the rewind, load, and priming steps. The pt confirmed that the battery cap was secure. He also claimed that the yellow o-ring was not visible. The battery cap was removed and no damage was observed to the threads or battery compartment. The pt reported a blood glucose reading of "203 mg/dl", but denied having symptoms of hyperglycemia. Based on the info provided, this complaint is being reported due to the following conclusion: there is evidence that the pump was self-rebooting. There is no evidence; however, that the alleged issue contributed to a serious injury. The pt did not have any bg readings or symptoms that meet animas' criteria for a serious injury.